Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was currently in the hospital because she was experiencing pain that was really, really strong. The patient stated that the issue happened last week. It was noted that the health care professional wanted to do an MRI but because they want to do an MRI they need to get the implant taken out. The patient reported that the device didn't work to help her with her symptoms. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Additional information was received from the patient. The patient reported that the pain was related to the device/therapy and that they "check" with their health care professional (hcp) in response to the inquiry of what steps were taken to resolved the pain and the device not working for their symptoms. The patient reported that they were now working on the it (the device) reducing pain. There were no further complications reported.